Event description:
Post stenting of a left middle cerebral artery (mca) stenosis, the patient had major contralateral ischemic stroke in other vascular territory from the treated vessel, the same day. Stroke resolved with slight lower limb paresis on medical therapy.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke and complications are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Post stenting of a left middle cerebral artery (mca) artery stenosis the patient had major contralateral ischemic stroke in other vascular territory from the treated vessel, the same day. Stroke resolved with slight lower limb paresis on medical therapy.